Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fluff stuck inside consumer's body [foreign body in reproductive tract]. Fluff from tampon in vagina, breakage [device breakage]. Applicator had 5mm line on it [device physical property issue]. Case narrative: consumer reported via phone that she had fluff inside and that the applicator had a 5mm line on it. No serious injury reported.